Event description:
It was reported to boston scientific corporation that a hydratome rx cannulating sphincerterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2009. According to the complainant, while performing a sphinceterotomy the physician indicated the device was burning but not cutting even after raising the generator setting. Since debris was sticking to the cut wire, the physician removed and washed the tome. No change was noticed when the tome was re-introduced. The physician then used two clevercut devices with out any success. The procedure was completed by placing a 4cm. Pigtail stent and rescheduling the procedure for another day. There was not report of patient complications reported as a result of this event, the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.